Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that she grabbed the tubing and accidently pulled it out. Blood glucose was unknown at that time. The caller stated that her blood glucose was over 600mg/dl for 5 hours. The customer then treated with manual injection and changed the site and the cannula was bent. The customer declined high blood glucose troubleshooting. The customer also had tape not adhering issue. The insulin pump will not be returned for analysis.